Event description:
During biomed testing the device's defib output was incorrect. The device dishcarged at 30% below set energy level. Complainant indicated that there was no pt involvement in the reported malfunction.